Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported that the insulin pump alarmed for a motor error during a bolus. He could not recall any significant events leading to the alarm and stated that the insulin pump had not been exposed to any strong magnetic field or MRI. He was assisted in clearing the alarm and stated that they were able to rewind the insulin pump. The blood glucose reading was 249 mg/dl. Nothing further was reported.